Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity." This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2016-00346 / 00347).

Event description:
It was reported that the clinical patient underwent an initial left partial knee arthroplasty on (B)(6) 2007. Subsequently, the patient was revised to a total knee on (B)(6) 2010 due to aseptic loosening. The patient was further revised on (B)(6) 2015 due to aseptic loosening of the tibial component.